Event description:
Facility reports neonates blood sugars are registering in the low 50 and 60mg/dl range in the evening. An internal study within the facility is being conducted on the blood glucose monitors, the insulin and the compounded tpn solutions. There have been no reports of blood sugars being low enough to require medical intervention. The facility reports that the compounders have not been suspect in delivery, however, the facility has not ruled out the compounded solutions.